Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 9 months, 17 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was instructed to present to the emergency department after completing routine lab work. Routine labs showed a hemoglobin count of 5.8 g/dl and repeat labs showed a hemoglobin count of 5.7 g/dl. The patient reported having dark tarry stools since (B)(6) 2019 and had an international normalized ratio (inr) of 4.0 and an rtf of 55. The patient was admitted to the coronary care unit (ccu) with a gastrointestinal bleed. The patient¿s antihypertensives were put on hold and four units of packed red blood cells (prbc) were given to treat blood loss. Labs over the course of 24 hours showed a temperature of 36.5 degree celsius (high 36.9 degrees celsius, low 36.5 degrees celsius), blood pressure of 57/0 mmhg (high-low (58-55)/(0-0) mmhg), heart rate of 96 beats per minute (high-low 105-86 beats per minute), respiratory rate of 20 breaths per minute (high-low 24-18 breaths per minute), peripheral capillary oxygen saturation (spo2) of 95% (high-low 99-92%), liters of oxygen (l/o2) 2 per minute (high-low 2-2 liters per minute), and hematocrit of 22%. The patient was put on 80 mg per day of intravenous protonix in the form of 40 mg twice daily. The following day the patient showed a hemoglobin count of 6.9 g/dl, inr of 2.1, and arterial blood pressure of 81/69 mmhg. Two units of prbc were given, and warfarin and antihypertensive medications were put on hold. A single balloon enteroscopy (sbe) was performed and it was confirmed that the patient had a dieulafoy¿s lesion, which was treated via epinephrine injection and hemostatic clipping. The sbe also showed a normal esophagus and no gross lesion in the stomach. Two days after admission the patient¿s rtf was 78-85 and arterial blood pressure was 70/54 mmhg. Three days after admission hemoglobin count was 7.0 g/dl. Five days after admission rtf was 80. The patient continued to improve with no signs of bleeding, melena, or bright red blood per rectum (brbpr) and was discharged on (B)(6) 2019 with an rtf of 88 and hemoglobin and hematocrit of 6.5 g/dl and 21.2% respectively and was given instruction to hold home antihypertensive medication. No additional information was provided.